Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, granulomatous inflammation/ pseudocapsule formation/ cd68 positivity and giant cells (injection site granuloma) was deemed to meet serious injury criteria necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This is an exemplary case about 1 of 3 patients (between 18 and 22 years old). This is a literature report from a prospective interventional case series aimed to characterize the histopathologic response to hyaluronic acid injection. This literature report from united states of america concerns an adult patient. The patient was injected with a total of 0.3 ml of belotero balance, into the retroauricular region (off label use of device). The patient was concomitantly injected with restylane and with juvederm ultra xc. Injections performed beneath the papillary dermis, intradermally and subdermally in the retroauricular region. A 0.3 ml aliquot of each filler was injected using a 27-gauge needle at least 2 cm away from other filler material, a sufficient distance to prevent amalgamation. The patient was a healthy. The patient had no complication from the injection. After the belotero balance injection, the patient experienced a granuloma. One month after the injection, the patient was assessed. One month was used as a time point to ensure any observed inflammatory reaction was not due to injection trauma. A skin punch biopsy was performed. The tissue was fixed, mounted, sectioned, and prepared with hematoxylin and eosin, periodic acid-schiff, or alcian blue using standard methods. Immunohistochemical analysis, including cd3 (t cell), cd20 (b cell), and cd68 (monocyte), was also performed. Positive and negative control immunohistochemical staining was performed for each of the markers examined, confirming effective staining. Histopathological findings demonstrated pseudocapsule formation in response to at least one filler type, and chronic inflammation in response to at least 1 filler or all 3 filler types. The patient demonstrated cd3 positivity in response to restylane. Cd68 and cd20 staining were noted infrequently. The patient demonstrated cd68 positivity and giant cells in response to belotero balance. Neither bacteria nor fungal elements were noted in any sample. The presence of giant cells recapitulated the potential of hyaluronic acid to initiate a foreign body reaction. Granulomatous inflammation was reported in the presented samples. Each brand of filler produced some degree of inflammation. The inflammation was typically chronic, with a predominance of cd3+ t cells. Histiocytes and b cells were noted for 2 different filler types. A pseudocapsule was defined as the presence of dense collagen with an inflammatory infiltrate at the periphery of the filler material. Chronic inflammation was described as cd3+ t-cell or cd20+ b-cell predominance based on an immunohistochemical profile. Acute inflammation was defined by the presence of neutrophils. Granulomatous inflammation was signalled by the presence of cd68+ epithelioid macrophages and/or langerhans giant cells (cd68). The patient had no complications from the biopsy. The outcome of the event was unknown. In the opinion of the authors, in the presence of tissue damage and/or inflammation, hyaluronic acid cleavage resulted in the formation of pro-inflammatory short chain hyaluronic acid fragments. The results suggest that each filler material was associated with a localized inflammatory reaction in some cases and that cross-linking did not prevent this reaction. It was plausible that residual chemicals related to the hyaluronic acid crosslinking process may trigger inflammation by drawing t cells to the filler material via cd44 - hyaluronan interactions. Extrinsic mediators, such as local tissue ischemia from compression of the dermal plexus, were also conceivably involved. The relatively common occurrence of capsule formation may help explain how filler-related swelling and inflammatory complications were seen many years after implantation.